Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving infumorph (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 it was reported that the patient was having intermittent withdrawal symptoms. The pump logs were read and the cap (catheter access port) was aspirated. The catheter was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The onset date of the patient¿s symptoms and the issue with the catheter were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.